Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose and was subsequently hospitalized. Blood glucose reached 640 mg/dl with diabetic ketoacidosis considered dangerous by health care provider. Customer was treated with intravenous insulin and fluids. The customer was discharged with the issue resolved and no permanent damage on (B)(6) 2019. Tandem technical support reviewed pump data and found an occlusion alarm on the date of event. Tandem technical support explained to the customer that an occlusion alarm stops insulin delivery and troubleshooting should be performed at the time of the alarm. Customer acknowledged.